Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens implant procedure, haptic bent during the lens insertion. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified cartridge. The company model is only qualified for use in the company (a) and (b) cartridges. The handpiece indicated is qualified for use with this lens, with the use of qualified lens/cartridge/viscoelastic combinations. The viscoelastic used was not provided. It is unknown if a qualified product was used. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The product has not been received to evaluate. File will be reopened if product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the distal and distal tip area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of a non-qualified cartridge and handpiece. The company model is only qualified for use in the company cartridges. The viscoelastic used was not provided. It is unknown if a qualified product was used. The reported broken haptic was observed. The root cause for the reported event may be related to a failure to follow the IFU. The file indicated the use of a non-qualified cartridge and handpiece. The company model is only qualified for use in the company cartridges. The viscoelastic used was not provided. It is unknown if a qualified product was used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The company IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).